Event description:
It was reported the bronchovideoscope exhibited error code 315. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the bronchovideoscope exhibited no image, and exhibited corrosion inside the connector, on the circuit-board, on the charge coupled device macro board and inside the body control unit. A root cause could not be identified. Based on the results of the investigation and previous investigations, reasonably known information suggests probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.